Event description:
I am electrophysiologist called to see a male with sudden onset ventricular fibrillation induced by autocapture pacing system of st. Jude medical. I am happy to forward monitor strips and explanation of events. Patient survived CPR and was revived. Upon my seeing him, I immediately turned off autocapture feature and changed ventricular sensitivity. This case will suggest to you that this feature of st. Jude pacers be immediately deactivated nationwide.